Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered nine inappropriate shocks and anti-tachycardia pacing (atp) for an atrial arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed the respective reports with the clinician. This device remains in service. No additional adverse patient effects were reported.